Event description:
Surgeon implanted a lens. The lens tore during inseriton into the eye. The lens was removed whole without enlarging the incisior. No pt injury. It was unknown what caused the lens to tear. The injector model that was used was indigo-p and the cartridge model that was used was a sfc-25 fp. The facility was unable to provide the injector and cartridge lot numbers.